Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and repair, it was observed that the upper trigger/sider was broken on the compact air drive device. It was further noted that the device failed the pre-repair diagnostic assessments for triggers forward/reverse mode, untrue running, excessive noise and power with the test bench. It was noted that the device has low power. It was noted in the service order that the trigger was damaged. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.